Event description:
It was reported that a patient experienced a loose minicap. Nothing unusual was reported that could cause or contribute to the loose connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.